Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of fixture / implant abutments due to a fall. The reported issue has been resolved with replacement on (B)(6) 2019.